Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "irrigation and aspiration flow do not work" (aspiration issue); "irrigation and aspiration flow do not work" (inability to irrigate). A surgeon reported that the vitrectomy program did not work. The pt required an unplanned anterior vitrectomy due to a hole in the posterior capsule when the lens was removed. In order to perform the anterior vitrectomy, the surgeon and the nurse chose to follow the instructions/setup on the screen, but it did not work. The cutter was cutting. However, no water was coming out through the cannula and no aspiration of water through the vitrector. Per surgeon, the instructions were correct and it was the vitrectomy program that was not working when the instructions were followed. The system was switched out and the case was completed. The surgery was 15-20 mins delayed. There were no problems with the pt or with the pt's sight.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).